Manufacturer narrative:
Qn#(B)(4) the customer returned multiple components of a cvc kit including one guide wire assembly, catheter, and catheter over needle subassembly. The introducer needle was not returned for analysis. Visual and microscopic examination revealed no obvious defects or anomalies with the returned needle. Analysis of the 18ga introducer needle could not be performed as it was not returned for analysis. The outer diameter of the cannula measured 0.0355" which is within the specification limits of 0.0355-0.0360" per the cannula product drawing. The inner diameter of the cannula measured 0.0230" which is within the specification limits of 0.0230 - 0.0245" per the cannula product drawing. Dimensional testing of the 18ga introducer needle could not be performed as it was not returned for analysis. The instructions for use provided with this kit instructs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The catheter over needle subassembly was assembled with a lab inventory syringe and drew and aspirated water. The needle was able to draw and aspirate water as intended. Functional testing of the 18ga introducer needle could not be performed as it was not returned for analysis. A device history record review was performed and no relevant findings were identified. The complaint of a cracked needle hub was not able to be confirmed through the complaint investigation. The returned catheter over needle assembly passed all relevant visual, dimensional, and functional requirements , and a device history record review revealed no relevant findings. The 18ga introducer needle was not returned for analysis. Therefore, based on the customer report and the sample received, the potential root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on (B)(6) 2024, when the doctor open the packaged, he found the need hub crack prior to the patient. They changed a new one. No harm for the patient."

Manufacturer narrative:
(B)(4).

Event description:
It was reported "on (B)(6) 2024, when the doctor open the packaged, he found the need hub crack prior to the patient. They changed a new one. No harm for the patient."